Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ pain"), fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: tube"), large intestine perforation ("during the hysterectomy part of the colom was perforated."), uterine perforation ("due to perforation of her uterus from an e coil tubal"), genital haemorrhage ("heavy abnormal") and pelvic abscess ("pelvic abscess") in an adult female patient who had essure (batch no. B71762, b82480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included normal delivery (live child) on (B)(6) 20 and hydronephrosis. Concurrent conditions included body mass index normal, carpal tunnel syndrome since (B)(6) 2016 and leukocytosis since 2016. Concomitant products included fish oil from 12-sep-2016 to 2-may-2017, ibuprofen from 5-oct-2016 to 7-apr-2017 and tizanidine from 12-sep-2016 to 7-apr-2017. On (B)(6) 20, the patient had essure inserted. In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In december 2014, the patient experienced weight decreased ("weight loss"). In 2016, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and infection ("infections"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy) and surgery (B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, nausea and fatigue had resolved and the fallopian tube perforation, large intestine perforation, uterine perforation, pelvic abscess, abdominal pain, vulvovaginal pain, abdominal pain lower, infection, migraine, headache and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, large intestine perforation, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff was forced and will be forced to undergo a major surgery as a result her essure implants. Current weight 170 lbs right: 4 coils in fallopian tube. Left: 3 coils in fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (b71762, 82480) added. Concomitant medications added. Events perforation: tube, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, pelvic abscess, plaintiff had not undergone essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ pain"), fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: tube"), procedural intestinal perforation ("during the hysterectomy part of the colom was perforated."), uterine perforation ("due to perforation of her uterus from an e coil tubal"), genital haemorrhage ("heavy abnormal") and pelvic abscess ("pelvic abscess") in an adult female patient who had essure (batch no. B71762/ b82480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included normal delivery (live child) on (B)(6) 2013 and hydronephrosis. Concurrent conditions included body mass index normal, carpal tunnel syndrome since (B)(6) 2016 and leukocytosis since 2016. Concomitant products included fish oil from 12-sep-2016 to 2-may-2017, ibuprofen from 5-oct-2016 to 7-apr-2017 and tizanidine from 12-sep-2016 to 7-apr-2017. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In december 2014, the patient experienced weight decreased ("weight loss"). In 2016, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), procedural intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and infection ("infections"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy) and surgery (B)(6) 2016; hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, nausea and fatigue had resolved and the fallopian tube perforation, procedural intestinal perforation, uterine perforation, pelvic abscess, abdominal pain, vulvovaginal pain, abdominal pain lower, infection, migraine, headache and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, procedural intestinal perforation, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff was forced and will be forced to undergo a major surgery as a result her essure implants. Current weight 170 lbs right: 4 coils in fallopian tube. Left: 3 coils in fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Lot number: b71762, expiration date: 30-sep-2016, MFR date: 10-sep-2013. Lot number: b82480 , expiration date: 31-oct-2016, MFR date: 18-oct-2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure. The reporter commented: plaintiff was forced and will be forced to undergo a major surgery as a result her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain,") and genital haemorrhage ("heavy abnormal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy/one or more surgeries to remove one or more of the essur). At the time of the report, the pelvic pain, infection, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was forced and will be forced to undergo a major surgery as a result her essure implants. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding was added. Essure start date updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.